Event description:
It was reported the insulin pump alarmed button error several times. The device was not exposed to moisture prior to alarm occurring. The buttons were not pressed longer than three minutes. No further information reported.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened button dome switch (esc button). No moisture damage on electronics noted. The device was received with scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.